Event description:
Customer returned product for "pca cord does not attach properly", during physical inspection it was found that the downstream occlusion (dso) seal was delaminated. There was no patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. Further investigation found a delaminated downstream occlusion (dso) seal. The dso seal was replaced. The dso.uso seals were calibrated, and a performance verification testing (pvt) was performed. The device then passed all testing criteria.